Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a control panel error and shut down. No patient injury was reported.